Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a procedure the tip sleeve was melted by the heat. The procedure was completed successfully without a delay; no adverse consequences were reported.